Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was cancer in gall bladder. The customer was hospitalized on (B)(6) 2015. The customer went to the hospital, a week and a half to two weeks prior to passing, for stomach pain. Tests were run and found that the customer had cancer in gall bladder which had spread through the stomach. The customer tried chemo but it made the customer worse and decided to go off everything. He not wearing the insulin pump at the time of death; per the doctor's request, it was disconnected on (B)(6) 2105. The customer was given insulin by hospital staff. His blood glucose, at the time of death, was over 200 mg/dl. The last blood glucose value recorded in the insulin pump was 139 mg/dl on (B)(6) 2015 at 5:45 am. The customer was using sensors but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip. No data analysis could be performed and no data was available due to the insulin pump being returned without a battery in the battery tube.